Event description:
MFR received a report stating that the arm on a manual wheelchair fell apart and allowed the user to fall. As a result of this incident, the user allegedly sustained two broken legs. Repair by a third party prevented evaluation by the MFR.